Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 02 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported a small hairline crack in the anterior medial aspect of the proximal tibial intraoperatively after the insertion of the final components. He indicated the hairline crack was a minimally displaced crack that hopefully will heal on its own. The patient was implanted with the depuy knee system and competitor cement. On (B)(6) 2015, the patient underwent a left knee revision due to pain and varus subsidence post left arthroplasty, and pain. The surgeon indicated the previous fracture to the tibia, showed evidence of healing per radiograph, and that varus collapse caused weight shifts on the components which caused pain and loosening. He reported the tibial component had collapsed into varus and was loose and easy to remove, thus was revised. He noted the femoral component took some work to remove, indicating a well-fixed component, though it was revised. The surgeon reported the patella tracked nicely. The patella was not revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2014. Dor: (B)(6) 2015 (lt knee).